Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the procedure performed was prostatic artery embolization (pae) via 5 french sheath. Upon pulling back the angio-seal it felt "stuck". Upon further discussion it appeared there was suture locked up. During closure, the foot plate was deployed, the device did not retract outside of the patient's body. The doctor was able to clip the white portions in the angio-seal and complete deployment. There was no blood loss, and the patient was stable.